Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea on (B)(6) , abdominal pain in 2010, uterine dilation and curettage in 2010, colonoscopy in 2010, esophagogastroduodenoscopy in 2010, small bowel resection from 2000 to 2006, pregnant, inflammatory bowel disease, crohn's disease, diarrhea, fatigue, gi bleed, irritable bowel syndrome, pancreatitis, gastroesophageal reflux disease, mood change, mucous discharge, dyspepsia, vaginal delivery (the delivery was at 33w4d gestational weeks.), weight gain, fetal movement disorder, mucous discharge, bladder repair, appendectomy, cholecystectomy, cyst ovary and polycystic ovarian syndrome. Previously administered products included for an unreported indication: ondansetron on (B)(6) 2013, ketorolac on (B)(6) 2013, ibuprofen on (B)(6) 2013, hydromorphone on (B)(6) 2013, tramadol on (B)(6) 2013 and medroxyprogesterone contraceptive injection in 2010. Concurrent conditions included delayed period since (B)(6) 2016, breast mass (right side breast lump noticed two months ago), anxiety, small bowel resection, bladder repair, appendectomy, cholecystectomy, menses painful (takes hydrocodone and tylenol- does not resolve pain) and breast cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 days before insertion of essure. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: mild cylindrical bronchioctrdia was present,the suboplimally enlarge liver, spleen, adrenal glands, and pancreas was unremarkable and gallbladder was surgically absent. Ultrasound breast - on an unknown date: no suspicious findings are identified on either side. Most recent follow-up information incorporated above includes: on 17-may-2019: plaintiff fact sheet and mr, new reporter, patient demographic, lab data and event abnormal bleeding (vaginal, menorrhagia) and concurrent condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.